Event description:
This customer reported that the device discharged on its own during a cardioversion.

Manufacturer narrative:
This customer reported that the device discharged on its own during a cardioversion. There was no report of injury. The factory has not yet received the device for eval, and the complaint is still being investigated. A f-u report will be submitted upon completion of the investigation.